Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that the endometrial ablation procedure was uncomplicated and post ablation hysteroscopy was normal. Patient was discharged as planned. Later in the week of the ablation, the patient presented to the ed with severe abdominal pain. A colonoscopy revealed a thermal injury to the luminal surface of the colon. It is noted that the patient has had colon surgery in the past. The patient was admitted to the hospital and treated with antibiotics/observation and ultimately recovered without further incident or need for any further procedures.